Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the available information, the reported complaint has been confirmed.

Event description:
A user facility nurse reported to fresenius that a dialyzer blood leak occurred during a patient¿s continuous renal replacement therapy (ccrt). The leak was described as a rupture of the fibers. A photo of the device was provided for review. The incident resulted in approximately 50 ml (or less) of blood loss. Additional details were obtained upon follow-up. The blood leak occurred about five minutes after the start of treatment. The blood leak was confirmed to be internal, as blood was visually observed in the filtrate solution. The machine, a fresenius multfiltratepro, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. There were no visible defects noticed on the dialyzer. Fresenius bloodlines were also being used. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation.